Event description:
A webform complaint was received in which it was reported a customer received a "glucose reading unavailable" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, customer experienced a loss of consciousness and/or seizure and received third-party treatment of insulin\glucagon and/or other medication provided by a non-healthcare professional. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section date of event is the date abbott diabetes care became aware of the event. N/a was selected for PMA/510k as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issue was observed. Attempted to scan sensor with evm (evaluation module), sensor did not scan. Reset the evm and again scanned the sensor, sensor did not scan. Data extraction was not successful. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured to be within specification range. Batteries were unsoldered from the pcba. Sensor was placed into libre 3 power on fixture. And attempted to scan sensor with evm; sensor scan was successful. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "glucose reading unavailable" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, customer experienced a loss of consciousness and/or seizure and received third-party treatment of insulin\glucagon and/or other medication provided by a non-healthcare professional. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.